Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was confused and has been falling since the weekend prior to this report. It was unknown if the sudden change in symptoms were related to the device or therapy. It was later indicated by the patient¿s healthcare professional (hcp) that the falls were caused by dyskinesia which was related to the patient¿s medication. It was reported that they decreased medication dose to try to resolve the reported issue.